Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the two (2) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was manufactured between september 22, 2018 and september 24, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two sterile repeater pump tube sets were leaking from the pump connector. These issues were detected at the dispensing room before patient treatment. When the issue was found, the user replaced the product with a new product and continued with treatment. There was no patient involvement. No additional information is available.